Event description:
New information received indicates that there was no capture and no sensing on the right atrium leadless pacemaker (ralp).

Event description:
It was reported that the following day at pre-discharge check, the right atrium leadless pacemaker (ralp) was confirmed to be dislodged and in the pulmonary artery. The physician elected to explant and replace the ralp. The patient was stable following the procedure.